Event description:
The customer contact reported leakage from the disposable batteries was noted in the battery compartment of the device. The device was returned to the biomedical department from the labor and delivery department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, leakage from the disposable batteries was noted in the battery compartment of the device. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.